Event description:
It was reported the device was used during a laparoscopic small bowel resection procedure. It was reported by the affiliate that the surgeon could not fire the device. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with proximate linear cutter on 6/9/97 while performing a lap bowel resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973709. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number, j45j99; cartridge position, loaded; drivers present in cartridge, present/up prox.3; firing knob position: back/partial, back; gapspace pin condition, good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition, good/bowed; staples present? Formed/unformed, 5 formed in prox.; and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly and staples form properly. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the lubrication had been partially stripped from the instrument. It could not be determined if the lubrication had been before, during or after surgery. Additionally, it was noted that the instrument was received with the proximal drivers up higher than the remaining drivers. Due to the position of the drivers, it appears possible that an attempt may have been made to fire a spent cartridge. However, this could not be ascertained. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.